Event description:
Reference number (B)(4). Event occurred in the united states. On 20-jul-2024, reported that patient faced 5 infusion set tubing was leaking from the site. No further information available.

Manufacturer narrative:
Initial and final MDR 1953456 - MDR 3003442380-2024-22939 - device 3 of 5. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.